Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the right ventricular (rv) channel. Presenting egm showed the device was operating as programmed. There was a stored non sustained ventricular tachycardia (nsvt) episode which showed an undersensed ventricular beat, which resulted in functional loss of rv capture followed by ventricular triplet. Sensitivity setting may require further evaluation. The associated rv lead was reported to be a competitive product. The information has been documented. No adverse patient effects were reported.